Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and the vizigo dilator separated. There was a difficult transeptal puncture (tsp) and the physician need some force to get over the septum. Then a part of the vizigo dilatator separated. There was no patient consequences. Additional information received described it was the note of the dilator that snapped. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. No blood return was observed. During an internal review of complaints reporting a "dilator broken" issue, the issue was assessed and determined to be an MDR reportable malfunction as of (B)(6) 2021.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the vizigo dilator separated. There was a difficult transeptal puncture (tsp) and the physician needed some force to get over the septum. Then a part of the vizigo dilatator separated. There was no patient consequences. Additional information received described it was the note of the dilator that snapped. Device investigation details: information was received indicating the complaint device has been discarded and is not available for return. On 14-jan-2022, the device investigation was completed which included analysis of photos provided by the customer to aid in the investigation. According to photos provided, the dilator was observed broken. It could be related to the handling of the device, however, this cannot be conclusively determined. A device history record evaluation was performed for the finished, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 22-dec-2021, information was received indicating the complaint device has been discarded and is not available for return. Photo investigation continues to be in process, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).